Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Product information was unavailable as the model and serial numbers were not provided.

Event description:
Related manufacturer reference number: 2017865-2020-12142. It was reported that the patient presented for an initial implant procedure. During the procedure, the right ventricular lead exhibited loss of capture when connected to the pacemaker. The physician exchanged the pacemaker and the loss of capture persisted. The physician exchanged the right ventricular lead and thresholds were obtained. However, the thresholds were not as optimal as before, so the physician exchanged the pacemaker for the original pacemaker, all during procedure on (B)(6) 2020. The patient was stable.